Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung procedure, when using the stapler to cut off the focused tissue, the stapler fired but it was unable to cut off the tissue, the patient's cell tissue was damaged, and the surgery time of the patient was prolonged. In addition, other larger staplers were replaced for cutting the tissue.